Event description:
It was reported that right ventricular (rv) lead exhibited diminished sensing and no capture. An x-ray revealed the lead had partially dislodged. The lead was scheduled for revision and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.